Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clip applicator did not work properly. When pressure was applied, the clip did not close and just fell off inside the cavity. The second and third clips were fired and it just loosely clung to the tissue. The procedure was completed using same like device.